Event description:
It was reported via repair work order that the side rail may unlatch during use due to malfunctioned latching assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was scrapped and the issue was resolved for the customer by sending a replacement unit.

Event description:
It was reported via repair work order that the side rail may unlatch during use due to malfunctioned latching assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.